Event description:
Port was implanted for chemotherapy, a couple days later the patient came back in with infection. The port was removed and cultured and then destroyed. Strep group a, flesh eating strep, grew out from the culture. The patient died. The family has requested an autopsy. Reported by director of risk management 4/02.